Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Unique identifier (UDI) number is not provided / unknown. Additional 510(k) number is k013227.

Event description:
It is reported that the occlusal portion of the implant fractured. At time of implant extraction, bone loss was found to be extensive. Tooth # 19. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141 - 2022 - 02025. The corrected information is that the reported product was not returned as previously had been reported. The reported implant was not returned. The reported event could not be verified. Based on the evaluation, the device malfunction (fracture) and bone loss could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.